Event description:
Home health nurse reported spontaneously that pump broke during an infusion. Needs a new pump for next infusion. Pt did not miss a dose; unk if pt experienced an adverse event or if pump is available for return. Lot/expiration unk,. We did send a pump return box. Pump is used to infuse gamunex 40 gm every 4 weeks intravenously. No further info known. Reported to (B)(6) by health professional.